Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving the tampon inside - vagina "[foreign body in reproductive tract]". While removing a tampon, the string detached completely, leaving the tampon inside - vagina "[complication of device removal]". "[Tampon]" string detached completely "[device breakage]". Case narrative: consumer reported via email that the tampon string detached completely during removal. No serious injury was reported.